Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument for one patient. The initial result of 0.03ng/ml was reported out of the lab. A second sample from this patient was collected next day and a result of 10.37 ng/ml was obtained. The elevated result did not fit the clinical picture of the patient and was not reported out of the lab. The second sample was re-tested 3 times and 3 results of 0.02ng/ml were obtained. The result of 0.02 ng/ml was reported out of the lab. There was no effect to the patient in connection to this event.

Manufacturer narrative:
Qc was within specifications before and after the event. System checks performed in 2008 and a week later, met specifications. No flags or event log messages were generated during this event. The specimen was collected in bd tube with gel separator. Per customer, the tube was not a full draw. A field service engineer (fse) was dispatched: the fse performed a scheduled preventive maintenance (pm) to the instrument. The fse conducted a diagnostic testing with good results. The fse verified the instrument as performing to specifications. No hardware issues were identified. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.